Event description:
The complainant reported a 74-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, hemolysis was identified in the patient. To treat the condition, the patient was placed on ECMO and was administered haptoglobin. Furthermore, the p-level of the pump was reduced from p8 to p2. The hemolysis subsequently resolved and patient support continued.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.